Manufacturer narrative:
Conclusions: according to the information received from the field, the recipient underwent revision surgery to reposition the device, which migrated from its intended position and to manage an early post-operative seroma. However, after a temporary resolution, the reported issues, reoccurred, finally leading to explantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The user has a pre-existing history of chronic infection that might have contributed to the observed clinical condition, as also stated by the surgeon. No information available points to the implant being the source of the suspected infection. In addition, damage to the active electrode, which is consistent with minute device mobility, was found during device investigation. The reported repeated housing migration and implant site surgical manipulations might have contributed to the observed damage. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user had a large swelling behind the pinna and a cochlear implant migration occurred. The user had severe pain when touching the area. The device was explanted. There are no plans to implant the concerned side at a later point in time. The user received a cochlear implant on the contralateral side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has an extended swelling behind the pinna. Reportedly, the implant housing migrated in correspondence of the actual swelling. The device has been explanted on (B)(6) 2022.